Manufacturer narrative:
Device has been received at the service hub. Confirmed customer's complaint that the device had a burning smell indicating burnt components inside the device. Verified complaint through visual inspection. Components that were found to have been burnt are as follows mechanism driver board pwa, mechanism rear plate assembly, app pwa, pressure detector sensor, mechanism chassis, I/o motor, l/s motor, plunger motor, main chassis, and mechanism driver cable. Photos of the burnt sub-assemblies and components as well as the device were sent to r&d for further analysis to determine probable cause. Results from the analysis provided by r&d mention that the results from the ft-ir indicate the presence of cellulosic materials possible from a surfactant or thickening agents such as hydroxypropyl methylcellulose used in cleaning agents. Residue analysis by sem indicates the presence of tin. It appears that cleaning material was the cause of the residue, and the presence of tin could cause a low impendence path that damaged the electronics. Logs could not have been captured due to extensive damage to the mechanism driver board. Therefore, a review of the logs could not be completed. Requested the customers in house service repair history. Wo: (B)(4) from 01-09-2026 biomed disassembled the device and found assembly board near side motor had black on it and board next to it was burnt and warped. Review of customers in house service repair history shown 1 similar event. Replaced mechanism assembly due to the extensive damage created by burnt components. Replaced main chassis and cpu driver cable. Perform 24 hour run in. Probable cause is extensive contamination caused by cleaning agents used by the customer. D9 - date returned to MFR: 2/6/2026.

Event description:
The event involved a plum 360¿ infuser where it was reported that after use on a patient, the device was taken to the cleaning room, where they observed smoke inside the device and detected a burning smell, one of the connections on that side was found to be burnt. The unit was pulled out of the service. There was no delay in therapy and there was no medical intervention. There was no patient involvement and no patient harm.

Manufacturer narrative:
The customer did not return the device for analysis and evaluation. Without the ability to perform a physical inspection, functional testing, or internal component analysis, the reported condition cannot be confirmed and the root cause cannot be determined. A 12-month service did not indicate a similar event because the device was not returned to the service hub, the investigation is inconclusive. The reported malfunction could not be verified, and a definitive root cause could not be established. The complaint will remain on file and will be monitored for any emerging trends.